Event description:
Consumer complaint of blood result reading of "lo". Back to back blood test results were "lo" and "lo". Last test in memory were all "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Back to back blood tests results were "lo" and "lo". Last tests in memory were all "lo". No adverse event reported.